Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the white tab between the two jaws of their thunderbeat device was detached, and the teflon tissue pad fell off very early, after minimal activation. There were no reports of patient harm.